Event description:
It was reported that: pt has mercer. After opening the pt, doctor determined that mercer did not originate from implant and decided not to do a total revision. So, only the head and insert were removed and then replaced. A dall miles cable was used but, did not remain in the pt.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued. At this time, there is no info suggesting that the device caused or contributed to pt's infection, or that the device has malfunctioned in any way.